Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. After the explant, a new right ventricular (rv) lead was implanted and attached to this generator that remained outside the patient's body; this system was used as a temporary pacing system until the patient's new permanent device system was implanted approximately two weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.